Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that customer hit insulin pump on doorknob and then was unable to read the display. Customer's blood glucose reading was unknown. Customer's device was replaced, but may or may not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and cracked/bleeding lcd glass noted.